Event description:
User reported that tampon removal cord broke during tampon removal. Tampon was removed by physician. There was no indication of any adverse consequences associated with this incident.

Event description:
User reported that tampon removal cord broke during tampon removal. Tampon was removed by physician. There was no indication of any adverese health consequences associated with this incident.